Manufacturer narrative:
Conclusion: no failure detected and product within specification. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images made of the product. (B)(4): evidence that product in specification when used.

Event description:
Allegedly removed during the revision of another device.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This event occurred in (B)(6).